Event description:
A malfunction on pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump, with a reminder to call back if any malfunction code recurs. The caller acknowledged and understood the instructions.